Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 600 mg/dl. Customer went into septic shock and stayed in the hospital for over 15 days and was in a coma. The customer was treated for their blood glucose but does not recall how they were treated. The customer was not wearing the insulin pump during their hospital stay. They were off the device less than 48 hours prior to the hospital admission. The customer did not troubleshoot and did not send the product back for analysis.